Manufacturer narrative:
Updated data: d9 h2 h3 h6. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the device was received damp in its original product packaging. Outer packaging showed amber stains suggestive of dried glutaraldehyde. The label on the jar showed amber stains. The safety seal on the returned jar was received broken. Upon opening the jar, remnants of gasket material were stuck along the rim of the jar on approximately half of its circumference. Crystallized, dried glutaraldehyde was noted on the shoulder and threads of the jar. During visual inspection, small white particulates were observed in the solution inside the jar. Particulates appear to be from the gasket. Dried glutaraldehyde was noted on the threads of the lid and along its outer circumference. The gasket showed deep and shallow pits in the rubber consistent with pieces of gasket stuck to the rim of the jar. The particulates were removed and sent to mecc analytical chemistry department for ft-ir analysis. The 3m freeze watch temperature indicator was not activated. The mold cavity numbers were jar: 05 and lid: 2. The sample contained four particles that were spectroscopically consistent with polydimethylsiloxane. Note: spectral library matches are provided. Library matches do not necessarily provide exact identification of materials. Library matching may only suggest potential chemistries. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic received additional information that clarified the nature of the product event and the previously reported device issue; the gasket seal remained intact with no loose particulate. This device issue does not pose a risk of death or serious injury to the patient or user and this malfunction does not meet adverse event reporting criteria. Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the jar for this 29 mm evolut pro+ valve, the sealing ring was broken and sticking on the glass. The valve was not used for implant. Additional information was received to confirm although the gasket seal was broken, no particulate fell into the glutaraldehyde solution. However, a different valve was used to complete the implant procedure.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while opening the jar for this 29 mm evolut pro+ valve, the sealing ring was broken and sticking on the glass. The valve was not used for implant.